Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our columns ¿ (B)(4)- hybrid or table column, surface-mounted. As it was stated, during arterial surgery, unintended longitudinal movement of table top towards head side occurred. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury nor delay reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of event recurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 22nd september 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. According to the information provided by the customer, during arterial surgery on the anesthetized patient, unintended longitudinal movement of table top towards the head side occurred at least 3 times. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury or delay reported. We decided to report the issue based on the potential of serious injury caused by unintended movement during arterial surgery in case of the event recurrence.

Manufacturer narrative:
Getinge became aware of an issue with 118001b1 - hybrid or table column, surface-mounted. During arterial surgery on the anesthetized patient, unintended longitudinal movement of table top towards the head side occurred at least 3 times. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury or delay reported. The getinge technician examined the affected table. No malfunction within the operating table functions or parts was discovered. The service technician recalibrated the table and changed the ir codes on the table and remote to prevent any potential interference. As there was no actual technical deficiency found within the device, one of the possible root causes for the situation described with this customer product complaint would be the movement caused by the accidental pushing of the button on the remote control. The customer was asked about the such situation during the technician visit and stated that nobody hit the joystick mounted to the table, therefore the user error hypothesis could not be confirmed with certainty. With the information gathered as a result of the root cause analysis performed, we conclude that the exact root cause of the situation occurrence remains impossible to define. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no actual malfunctions were found it was considered that the getinge device was up to specification. There were no similar complaints found related to this issue investigated here, therefore, it appears to be isolated to this single occurrence, when considering this particular device range, thus the investigated issue is considered an isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 22nd september, 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. According to the information provided by the customer, during arterial surgery, unintended longitudinal movement of table top towards head side occurred at least 3 times. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury nor delay reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of event recurrence. Corrected b5 describe event or problem: on 22nd september 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. According to the information provided by the customer, during arterial surgery on the anesthetized patient, unintended longitudinal movement of table top towards the head side occurred at least 3 times. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury or delay reported. We decided to report the issue based on the potential of serious injury caused by unintended movement during arterial surgery in case of the event recurrence.

Event description:
On 22nd september, 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. According to the information provided by the customer, during arterial surgery, unintended longitudinal movement of table top towards head side occurred at least 3 times. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury nor delay reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of event recurrence.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem:on 22nd september, 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. As it was stated, during arterial surgery, unintended longitudinal movement of table top towards head side occurred. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury nor delay reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of event recurrence. Corrected b5 describe event or problem:on 22nd september, 2022 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted. According to the information provided by the customer, during arterial surgery, unintended longitudinal movement of table top towards head side occurred at least 3 times. The staff was able to move with the table and finish the surgery. The table was removed from service after the procedure. There was no injury nor delay reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of event recurrence.